Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician. (B)(4) failure. (Event) observed during analysis. Analysis found insulation abrasion at 44.6cm to 45.1cm and 9.1cm to 9.8cm from the helix tip. Rv cables were exposed, but not compromised in these locations. The damage found is due to friction to the ICD can.

Event description:
This report is to advise of an event observed during analysis.